Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: vessel ruptured requiring medical intervention to prevent permanent impairment/damage to the pt. Device issue: none. It was reported that two zeta stents were implanted in the left main to the proximal lad. As the stents were expanded with high pressures for deployment, the vessel ruptured. A graftmaster procedure was performed to treat the hemorrhage. The procedure was completed successfully and there were no pt effects afterwards. No add'l event or pt info is available.